Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pulmonary vein isolation (pvi) procedure, the cool flow pump did not switch to high flow when the physician tried to ablate and also was not switched to low flow rate when ablation is finished. The case was completed by manually operating the pump without any patient consequence.

Manufacturer narrative:
(B)(4). It was reported that pump does not switch to high flow when ablating. Replacement of foot switch cable and recalibration of pump pressure fixed the issue. The device was subjected to the preventive maintenance, safety and functional testing and all tests passed. No malfunction found on device. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.